Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of no image display was not confirmed. However, an e224 communication error was noted due to faulty cable unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the 4k autoclavable camera head is unable to display image. The event occurred during preparation for use, prior to an unknown diagnostic procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. It is surmised that an image was not displayed because the cable unit malfunctioned due to user operation. Olympus will continue to monitor complaints for this device.